Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was exhibiting oversensing with the patient experiencing syncopal episodes. The patient also has a ncpi pacemaker implanted.